Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg has been poking out and was very painful. It was also noted that the patient had difficulty charging due to ipg had flipped. The patient underwent a revision procedure wherein ipg was sutured down in a better place. The patient was doing well postoperatively.